Event description:
It was reported that a spinal cord stimulation (scs) patient underwent a revision procedure. The implantable pulse generator (ipg) was replaced due to an unknown reason, while the lead was replaced due to impedance issues. The replacement was also performed to ensure magnetic resonance imaging (MRI) compatibility. The explanted devices were retained by the hospital and will not be returned for analysis. Postoperatively, the patient was reported to be doing well. No additional information is available at this time.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: o model number/catalog number: sc-1200 o serial number: (B)(6) o batch/lot number: 352863 o model/catalog description: precision montage MRI ipg sterile kit o unique identifier (UDI) # (B)(4).